Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specifications due to high readings.

Event description:
Customer reported issues with the insulin pump. Customer states that the blood and sensor glucose readings are off. The issues might have taken place due to moisture entering the sensor connection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.